Event description:
The inlay was explanted approximately one (1) month postoperatively due to visual disturbances (blur, haze, and ghosting), foreign body sensation, and visual acuity impairment. As reported on 06/03/2016, the patient's vision has improved post explant.